Event description:
The physician advanced the reperfusion catheter 032 over a synchro 2 wire to a distal m1 segment. Significant resistance due to a type 3 arch and extreme ica tortuosity was encountered as the catheter was advanced through a 6f sim2 guide catheter. The reperfusion catheter was noticed to jump forward into the clot when more force was used to advance the catheter forward. When the 032 separator was introduced, significant resistance was also encountered. The physician aspirated for approximately 15 minutes with no progress at the occlusion. The physician then advanced the reperfusion catheter to the clot and resumed aspiration. After approximately 15 minutes of working, an angiogram was performed through the reperfusion catheter 032, and a significant contrast blush was noticed at the clot indicating a perforation. The reperfusion catheter 032 was pulled back from the clot and a second run was performed. No contrast blush was noticed, which indicated that the clot might have been keeping the vessel sealed. Pt was then removed from the table, and a CT was performed. A small bleed was found near the occlusion; however, 24 hours later, another CT was performed, which indicated no bleed and complete recanalization of the occluded segment.

Manufacturer narrative:
Device discarded by hospital and not available for return to manufacturer. Results code: the instructions for use identifies vessel perforation as a potential adverse event.